Manufacturer narrative:
Continuation of d10: product ID: 8781, serial# (B)(6), implanted: (B)(6) 2013, product type: catheter. Section d information references the main component of the system. Other relevant device(s) are: product ID: 8781, serial/lot #: (B)(6), ubd: 02-nov-2014, UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a company representative (rep) regarding a patient receiving intrathecal morphine 2 mg/ml at 0.1 mg/ml via an implanted pump for unknown indication for use. It was reported that the patient recently transitioned to a new healthcare provider (hcp) and was initially seen in clinic on (B)(6) 2023. At the time of her initial evaluation, she had a catheter access study completed to assess the patency of the intrathecal catheter, which was negative for any cerebrospinal fluid (csf) aspiration, thus the catheter was determined to be non-patent. She was seen in the clinic weekly thereafter for sequential dose reductions in preparation for a catheter revision. The hcp stated that the patient's history of a previous catheter revision ((B)(6) 2021) was an environmental/external/patient factors that may have led or contributed to the issue. Additional diagnostics performed besides the catheter access study were x-rays completed on (B)(6) 2023 which demonstrated the tip of the catheter at t7-8. It was further reported that the patient had a catheter revision today ((B)(6) 2023). The patient had a collet from a previous catheter revision within the spinal segment. The hcp disconnected the spinal segment and noted no csf flow from the intrathecal segment. He slightly retracted the catheter back and was able to reestablish flow. He then reconnected the collet to the previously implanted pump segment. He used an 8540 catheter access kit to assess flow through the catheter access port which was positive for return. He then sutured the collet in place so that it would not result in kinking on the catheter in the future. The issue was resolved at the time of this report with the patient's status being "alive-no injury". Patient's weight was 46 kg. Medical history included neurofibromatosis and lumbar failed back surgery syndrome.